Event description:
It was reported by service report that the bed had inaccurate weight readings and didn't maintain zero. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: footend right load cell malfunctioned.